Event description:
A hospital in (B)(6) reported that an oxygen tube "came off" an rt008 air entrainer during oxygen delivery at 15l/min pressure. The entrainer is part of the rt308 heated oxygen therapy kit.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the rt008 complaint device has not been returned to fisher & paykel healthcare, auckland for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: this type of failure can happen if the oxygen tubing is not affixed tightly to the device. It is difficult to comment on the ideal tubing, given the number of manufacturers, differing materials and fittings. A lot number revealed no other complaints of this nature for this lot number. Conclusion: without a complaint device, we are unable to determine the root cause of this event, but it is unlikely that there is a fault with the rt008 entrainer. The rt008 entrainer has a tapered connector and is intended for supplemental oxygen delivery only, and appropriate monitoring should be in place. As the entrainer is capable of handling flows of up to 15l/min, it is important to ensure the oxygen tubing is affixed tightly to the device.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an oxygen tube "came off" the rt008 air entrainer during oxygen delivery at 15l/min pressure. The entrainer is part of the rt308 heated oxygen therapy kit. No patient consequence was reported.